Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg is not communicating with external devices. Troubleshooting was unable to resolve the issue. As such, the ipg was determined to be inoperable. No intervention has been planned at this time.

Manufacturer narrative:
The reported observation of ¿: programmer communication issue¿ was confirmed. Review of the implantable pulse generator (ipg) diagnostic logging was performed using the universal engineering programmer (uep) tool. It was confirmed the device was functional but would not communicate using the bluetooth option. Analysis on the implantable pulse generator (ipg) duplicated the reported observation and determined the root cause was due to a degraded bluetooth (ble) output frequency.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Type of reportable event was updated to serious injury.

Manufacturer narrative:
Results of the investigation are inconclusive since the device was not returned for analysis and review of returned data was unable to determine the cause. Based on the information received, the cause of the reported incident could not be conclusively determined.